Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil and the superior vena cava (svc) coil of the rv lead had high undefined impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.